Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has one pns system and one scs system. It is unknown which ipg belongs to which system. This report will cover one ipg and the other will be reported under 1627487-2015-03021. It was reported, the patient's scs ipg is no longer functional after not being charged (date of event is unknown). An sjm representative confirmed the issue using multiple external devices (2501 comm error received on programmer). As a result, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further investigation identified the patient's scs ipg was explanted and replaced. Stimulation was restored with the surgical intervention.